Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was not working. The insulin pump would not rewind. The customer's blood glucose level was unknown. Troubleshooting was performed for a blank display. They did not have a new battery to test the insulin pump. They will be sent a new battery cap. The device will not return for analysis.